Manufacturer narrative:
The reported event of post-paced t-wave oversensing was confirmed. The device was not returned for analysis; however, session records were provided for review by technical services. Analysis of the session records recommended reprogramming the device to resolve the issue. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An alert was received on merlin.net for non-sustained right ventricular oversensing (nsrvo). Abbott technical support reviewed the episodes and the nsrvo alert was triggered due to post-paced t-wave oversensing. An in-clinic follow-up with reprogramming is anticipated. The patient was stable with no adverse consequences.